Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer complained of helium leak. Fse found the leak in the unit cart and replaced the helium tubing (0004-00-0103-03). The unit cart was not leaking any further after repair. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a